Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. The patient experienced a seizure in the middle of night; her partner felt her jerking and noted her blood glucose (bg) was low. He administered nasal glucose to increase her bg and provided her with food post-seizure. The cgm and bg values at the time of the event were not provided. At the time of the report, the patient was in stable condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.